Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the tube was discovered to be cracked after use and blood leaked with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that a cracked tube was found. Additional information provided by customer: I am unsure of the lot number unfortunately, because it came from one of our clinic sites, and I forgot to record that. The tube was used, some blood leaked out into the centrifuge, however, any potential exposure didn't happen due to wearing of proper ppe. Serum was able to be used, and tests resulted as normal. All areas that blood touched were decontaminated per our policy.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tube was discovered to be cracked after use and blood leaked with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that a cracked tube was found. Additional information provided by customer: I am unsure of the lot number unfortunately, because it came from one of our clinic sites, and I forgot to record that. The tube was used, some blood leaked out into the centrifuge, however, any potential exposure didn't happen due to wearing of proper ppe. Serum was able to be used, and tests resulted as normal. All areas that blood touched were decontaminated per our policy.